Event description:
A surgeon reported that during a procedure, fibers were observed in the wound. The surgeon suspects the fibers are from the pak. The pt presented with edema and inflammation. An additional procedure is planned to remove the fibers. Additional info has been requested.

Manufacturer narrative:
There is no sample available for eval. Review of the complaint history showed that this is the first complaint in a period of three years. DHR review did not show any abnormalities. Also no remarks related to this complaint were made during this mfg process. The root cause could not be determined. (B)(4).